Event description:
The pt reportedly experienced an overly loud sensation in addition to intermittencies with his internal device. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed that the device is functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.